Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient experienced a blood glucose of 1.6 mmol/l with symptoms of difficulty speaking and unsteadiness when standing. The patient was hospitalized and received food/drink as treatment. The patient resumed pump therapy after a replacement. The reporter stated that the pump¿s time and date settings had reset after a pump reboot. The patient is asked by the pump to verify the time and date each time the pump is powered on. This complaint is being reported based on the allegation that the patient was hospitalized due to use error of not verifying the time of the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: review of the black box data did not verify the alleged time/date reset to default setting. The total daily dose history showed out-of-order dates from (B)(6) 2018 to (B)(6) 2018. A manual time/date change was recorded in the black box from (B)(6) 2018 14:16 to (B)(6) 2018 14:26. On investigation, the pump powered on and was exercised for 24 hours without issue. At the end of the 24-hour exercise, the pump¿s battery was removed for a total of 6 hours and then re-inserted. The pump powered on with the time/date reset to the factory default setting. Time and date reset to the factory default was duplicated. The total daily dose amounts added up to correctly reflect the user¿s programmed basal rates and the pump passed delivery accuracy testing and found to be delivering accurately and within range.